Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/12/2014 with the following findings: a review of the pump¿s black box history showed that two low battery warnings were recorded. Voltage at the time of the alarms was low. The low battery warnings in the alarm history match the low battery warnings the pump black box history. Low battery warnings were duplicated during testing and the pump was found to be recording the alarms accurately in the pump histories. A test battery cap was used to complete all testing. The complaint that the low battery alarm history was inaccurate was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the low battery alarm history was inaccurate. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.